Manufacturer narrative:
The returned driver was evaluated. The tip was found to have been twisted. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver twisted during surgery while tightening plugs onto temporary rods. The twisting occurred due to the over-tightening of the plugs. The procedure was completed using alternative instruments. There were no reports of patient injury associated with this event.